Event description:
The customer reported that the ventilator was operating on backup battery and alarming and the alarm would not shut off. The customer reported there was no patient harm. The manufacturer's field service engineer (fse) confirmed the reported problem. During evaluation the fse reported the device was plugged into an ac power source but was alarming as reported. The fse reported the power cord was not seated properly into the ventilator which caused the unit to operate on backup battery. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The fse reseated the power cord to the ventilator which corrected the reported problem. Applicable final testing was completed per operating specifications and passed. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.